Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during advancement of the ht command guide wire through an unspecified sheath and without any unusual resistance, the distal wire separated. All was removed as a single unit. There were no adverse patient effects and there was no clinically significant delay. No additional information was provided regarding this issue.

Manufacturer narrative:
(B)(4). Correction: device coding 2524 removed. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined a conclusive cause for the reported detachment cannot be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filled medwatch report, additional information was obtained: the ht command guide wire was used in treating the common femoral to superficial femoral artery. The wire had not reached the lesion before the distal shaft separation occurred. All was removed as a single unit.